Event description:
Patient notified rn 4 times during her blood transfusion that there were air bubbles about 2 inches in diameter. The blood transfused through the alaris IV pump without the pump alarming and the air seemed to start when the blood went through the hotline fluid warmer tubing. The patient stated that this has happened to her previously on other nursing units when she was receiving blood transfusions. No harm.